Event description:
A report was received that the pt is experiencing discomfort at the ipg site. During the pocket revision the physician pulled on the paddle lead which caused it to fray. The pt was sent to another physician to undergo a device replacement.